Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had redness and swelling at the incision site, which indicated signs of an infection. It was also reported that the patient ipg pocket incision was partially open. Upon further investigation the patient had an infection at the leads and pocket site. The patient was given oral antibiotics and surgical intervention took place where the system was explanted to address the issue. The infection has not resolved at this time, but the manufacture representative will no longer be receiving updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.